Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: impella cp was inserted via the right femoral access site in a 64 year old male for post cardiotomy cardiogenic shock (pccs). The patient¿s comorbidities were unspecified. The patient¿s clinical state prior to initiation of support included vasopressors/inotropic support and was reported as a scai shock stage e. The patient also had an impella rp flex inserted in the right interior jugular vein following insertion of impella cp device. While on support in the ICU, the patient was noted to have loss of distal pulses and reported distal limb ischemia of right lower extremity. A distal perfusion catheter was placed with no improvement in distal perfusion. The decision was made to remove the impella cp and place a intra aortic balloon pump into the left femoral artery. The impella cp was performing as expected at p-9 with 3.7 liters per minute flow prior to explant. The patient outcome is survived post explant.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report will be submitted to represent the impella rp flex. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.